Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime test. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was note detected during our testing. Insulin pump was a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube window.

Event description:
It is reported that the customer had high blood glucose levels of 283 mg/dl. The customer reported a motor error alarm from the insulin pump while taking a blood glucose reading. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.